Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that patient was put on impella cp support in shock case. Immediately after placement, the purge system showed high purge pressures and low flows. Would intermittently show ¿high purge pressure¿ alarms. Patient needed to urgently be transferred to other hospital for further management. There were no kinks in the line, and purge cassette/disc switch did not resolve the issue. Therefore, decision was made to switch out the impella for a new cp.

Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was not determined since no product was returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-16731. E4 should have been left blank. G1 reporting contact fax number missing.